Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) did not have data available for histograms and other trends when it was interrogated. The ICD remains in use. No patient complications have been reported as a result of this event.